Event description:
Customer reported erroneous high test results were obtained when using the immage rheumatoid factor (rf) on the immage immunochemistry system. Customer reported an increase in the number of rf positive patient results, with most of the results recovering a value slightly above 20 iu/ml. The customer recalibrated with the same lot number of reagent and test results were unchanged. Quality control was within range before and after the event. The erroneous high test results were reported out of the laboratory for approximately 60 - 80 patients. Amended reports were issued. There were no reports of death, serious injury or affect to patient management associated with this event.

Manufacturer narrative:
This issue is currently under investigation.